Manufacturer narrative:
The insulin pump was received with broken battery tube threads, cracked case near lcd window corner, minor scratches to lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. The insulin pump passed the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's battery cap was missing. Customer also reported that the insulin pump had damage to the battery compartment. Customer did not recall how the damage occurred. Blood glucose level was not provided. No further information was provided.